Manufacturer narrative:
The device was labeled as a single-use product. Of the thirteen (13) events, the devices for five (5) events were not received for evaluation; therefore, a device analysis could not be completed. Seven (7) devices were received for evaluation. A visual inspection was performed and fluid was noted inside the bag that contained the returned samples. When the units were removed from the bag, the cause of fluid inside the bag was found to be untightened blue winged luer cap. A functional leak test was subsequently performed. After fill, the blue winged luer cap was hand tightened by manually rotating/twisting the cap until the cap could no longer be rotated/twisted. Thereafter, the units were being monitored until the next day. The next day, no signs of leak were observed at the blue winged luer cap. The returned samples were determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 13 </noe> malfunction events. It was reported that thirteen (13) large volume infusors were leaking. Of the thirteen (13) events, two (2) infusors were observed leaking from unspecified locations and eleven (11) were observed leaking at the blue winged luer cap. All the leak events were discovered after filling and prior to patient use. There was no patient involvement in any event. No additional information is available.